Event description:
It was noted that 24 hrs after discharge, the pt had peak ck-mb above the normal limit (less than 2). Forty-three days post index procedure, the pt was re-hospitalized for angina pectoris. A coronary angiograph was done followed by a re-pci. Proximal peri-stent restenosis was observed in the 2.75 x 18mm that had been proximally implanted. The per-stent restenosis was treated with a 3.0x 18mm cypher select plus stent. The pt's main indication for intervention was stable angina pectoris in 2007. The pt had a target lesion in the mid left anterior descending branch. The lesion was type b2, de novo and moderately calcified. The lesion was 25mm in length and had a vessel reference diameter of 2.75mm. The pt had two 2.75 x 18mm cypher select plus stents implanted in the mid left anterior descending branch.

Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.